Event description:
It was reported that the right ventricular (rv) lead stylet was stuck and the lead was unable to be placed. The patient had periods of asystole during procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the stylet was r eturned/received in lead. It could be removed from lead and it was viewed damage, caused at implant.. Using the stylet sample in the lab to perform stylet insertion test, result was passed. The stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.